Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. The transmitter ultimately regained connection with the pump. Additionally, it was reported that the sensor expired prematurely. Customer replaced the sensor to resolve the issue. There was no reported adverse impact. No additional patient or event information was available.